Event description:
It was reported that the right ventricular lead exhibited high impedance. No intervention was performed. The patient was in stable condition.

Event description:
New information noted that the lead was explanted and replaced on (B)(6) 2024. The patient was in stable condition.